Manufacturer narrative:
Additional information received: it was reported that the device was inspected prior to use, and no issues were identified. The procedure was performed in accordance with the instructions for use (IFU). During the deployment attempt, it was noted that the slider did not move, and there was no movement of the graft cover. Deployment was also attempted using the trigger. The patient is reported to be fine. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to b3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the reported deployment difficulties could not be confirmed based on the limited films provided; therefore, the cause of the event could not be determined. Angiograms showing the deployment attempts were not available for a thorough assessment of the event. The left common iliac artery exhibited a sharp angulation at the level of the aortic bifurcation; however, this appears unlikely to have been a contributing factor, as a replacement limb stent graft was successfully deployed in the same region. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etlw1616c93ee stent graft was intended to be implanted during the endovascular treatment of a 71mm abdominal aortic aneurysm. It was reported that during the index procedure, after the contralateral iliac artery stent was inserted and properly positioned, it could not be deployed, and the slider could not be slipped backwards. A different limb stent graft was used instead and was successfully implanted. According to the physician, the event was attributed to a device issue. No additional clinical sequelae or patient complications were reported.

Manufacturer narrative:
Product analysis the device was received with the external slider fully advanced. The device was received with the stent graft loaded within the graft cover. Slight damage to the external slider. A gap of approximately 1 mm was evident between the taper tip and graft cover when the graft cover was fully advanced (specification 1mm). A gap of approximately 2 mm was observed between the stent stop and the graft stent. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that there during the deployment attempt using the trigger, it remained completely stationary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.